Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "nodule" and folding of implant.

Event description:
Patient reported right side rupture, "nodule" and folding of implant. The device remains implanted.

Event description:
Patient reported the device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified one curved opening, fold creases, red encapsulation and red particles material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: h6.